Event description:
According to the information received, the female underwent transcatheter closure of a complex secundum atrial septal defect in 2006 with above-referenced devices. Intracardiac echocardiogram (ice) showed two asds. The postero-inferior defect was measured to 12 mm with stopflow technique and a 9-asd-011 was implanted. The anterior-inferior defect had a stretched balloon diameter of 22 mm and a 9-asd-022 was implanted. The defects were separated by approximately 10 mm of tissue. A third defect was observed on ice posterior and inferior to the smaller device and the 9-asd-mf-018-us was implanted. A small atrial communication was observed near the aorta in a typical location. Attempts were made to cross this area but were unsuccessful and the procedure was completed without complications. Postoperative, echocardiograms showed the devices were well-seated without residual shunting. The next month, the patient developed chest discomfort and vague symptoms of stomach upset, vomiting x1, malaise and expired that evening. The pathologist reported the patient had a significant pericardial effusion and died of cardiac tamponade. About 200 ml of serosanguineous fluid was found in the pericardial space and bilateral effusions and abdominal ascites were also noted. Upon examination of the heart at autopsy, the devices were intact and in stable position. The pathologist noted no evidence of erosion at the edges of the device to explain the acute pericardial fluid/blood accumulation. This MDR is for the third device in this event. Mdrs 2135147-2006-0006 and 2135147-2007-00026 are for the first and second device.

Manufacturer narrative:
The devices were forwarded to drs. For examination. After examining the devices, there was an artifact that could have happened during removal of the device from the rest of the heart at autopsy or was a traumatic event that occurred while resuscitative efforts were attempted. The focal area of hemorrhage that was present was acute and there was no evidence of organization or an inflammatory cell infiltrate. This would be consistent with an acute event, less than 12 hours in age. In addition, after reading the autopsy report, additional sections of the lungs to evaluate for pulmonary hypertension are strongly recommended given the hepatosplenomegaly, pleural effusion and ascites, which is consistent with right heart failure. The imaging and medical records were also reviewed by aga on 18 april 2007 and the following observations were reported. Based on the finding of the review, no erosion was observed; however, the device(s) were oversized based on the balloon diameter.